Event description:
The reporter stated that the cartridge was filled to 100 units and after the pump load cartridge step, the pump indicated 93 units in the cartridge. The reporter stated that the pump required only a small prime volume prior to seeing insulin coming from the tubing. The reporter confirmed that they never saw insulin coming from the tubing during the load step. This report is made based on the indication that the pump may have primed the tubing during the load cartridge phase.

Manufacturer narrative:
Follow-up #1 date of submission 12/05/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no alarms or pump conditions noted in the pump history that would indicate a pump malfunction. The force sensor calibration was found to be within specification. The complaint regarding the prime volume could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.